Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phyt quality control results were obtained from the vitros 5,1 fs chemistry system. Service actions to the primary metering, incubator and reflectometer subsystems were required to return the system to acceptable operation. An instrument issue was determined to be the most likely cause.

Event description:
Imprecise and lower than expected vitros phyt quality control results were obtained while using the vitros 5,1 fs chemistry system. Patient samples were not affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)